Event description:
It was reported that the patient underwent a gynecological procedure; total prolift and tvt-secure for symptomatic cystocele/rectocele, vaginal vault prolapse, weakened pubocervical fascia, rectovaginal fascia and sui on (B)(6) 2007 and meshes were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and a mesh was implanted. It was reported that the patient passed away on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent mesh repair of right incarcerated femoral hernia using a perflex plug on (B)(6) 2008. Patient underwent shockwave lithotripsy of a right distal ureteral calculus on (B)(6) 2009 and underwent left ureteral shock wave lithotripsy, cystoscopy, left retrograde, and left ureteral catheter placement on (B)(6) 2010 due to a 4-mm left distal ureteral calculus. It was reported that patient underwent cystoscopy under anesthesia with right retrograde ureteropyelogram and right ureteral catheterization and limited right ureteroscopy on (B)(6) 2010 due to distal right ureteral stones.

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pain, extrusion, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and other: migranes. It was reported that on (B)(6) 2011 the patient underwent mesh removal surgery due to pain, organ perforation and mesh failure.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.